Event description:
The customer reported that their pump screen was not functioning and the quick bolus/wake button was difficult to press, requiring multiple attempts to activate the screen. The customer's blood glucose levels were not adversely impacted as they remained above 54 mg/dl and below 500 mg/dl. Customer reverted to an alternate method of insulin delivery.